Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) entered the sheath, inflated the balloon, locked the stopcock, and then pulled the device up at a 45-degree angle which caused the device to fall back. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f/7f mynxgrip vascular closure device (vcd) entered the sheath, inflated the balloon, locked the stopcock, and then pulled the device up at a 45-degree angle which caused the device to fall back. There was no reported patient injury. The product was returned for analysis. Per visual analysis, the returned device showed that the shuttle cartridge was disengaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a taper to taper tear in the balloon, approximately 1.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a taper to taper tear in the balloon, approximately 1.5 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Handling factors, such as a rapid impulse action applied, may have contributed to the reported event as this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.